Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump and informed the caller about the steps to take with the replacement. The caller was advised on using an alternate form of therapy to ensure insulin delivery was not interrupted, and instructions were provided for returning the original pump. The caller understood all instructions and agreed to follow the procedures outlined by technical support.